Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient had lateral foot pain related to impingement of the evans plate with the peroneal tendons. The patient will undergo a surgery to remove the plate when the patients conditions permits.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient had lateral foot pain related to impingement of the evans plate with the peroneal tendons. The patient will undergo a surgery to remove the plate when the patients conditions permits.